Event description:
Customer had ear pierced with inverness ear piercing system in a retail store. The customer experienced an infection in the ear and was treated in a hosp emergency room on with antibiotics.